Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with five proglide devices, using a pre-close technique, via a 6f sheath prior to an impella procedure. The suture of one proglide device was successfully preplaced using the pre-close technique. Reportedly, cuff misses were noted with four proglide devices. The sheath was upsized to 14f and the impella procedure was completed. The knot of the successfully preplaced proglide suture was advanced and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.